Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results 100: complaint was confirmed for no stimulation. As received, the microscopic inspection of the lead body segment revealed a lead breakage with all wires broken. The lead breakage was consistent with in vivo overstress condition. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) lost stimulation. Lead diagnostic testing revealed invalid impedance measurements. X-rays identified the lead looped at the top of the patient's anchor; however, it is unknown if this is a result of the physician's procedural technique. In turn, the patient underwent surgical intervention to explant and replace the lead and anchor. Therapy was restored postoperative concomitant products: the implant date for the following devices are unknown: model: 1192, scs anchor. Model: 3799, scs ipg.